Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. It was observed that one of the splines was detached from the spline cage. A guidewire was advanced through the catheter. The device was deployed to basket, where an external force was applied to each spline to see if they would invert. Some of the splines inverted easily. The inverted splines were then manually pushed back, and the catheter was deployed to full flower successfully. The spline cage of the catheter was examined on the microscope to look for any potential cause for spline inversion or the observed spline detachment, but nothing out of the ordinary was observed. The reported clinical observation of spline bunching was confirmed by the analysis results, though the secondary finding of the detached spline was not reported as part of those clinical observations.

Event description:
It was reported that the catheter exhibited spline bunching. During a pulmonary vein isolation (pvi) procedure a farawave pulsed field ablation catheter was used. The catheter exhibited spline bunching. The catheter was replaced and the procedure was completed. No patient complications were reported. The catheter was returned to boston scientific for analysis, and it was found that a spline had detached from the tip of the array.